Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A consumer reported that approximately in 2021 or 2022, the patient was hospitalized and required a tubing replacement due to a buried bumper. No further information was available.